Event description:
Customer reported the tenderlink connector disconnects automatically from the tubing resulting in insulin leakage. No adverse event reported. Device not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.